Manufacturer narrative:
The main component of the device system; other relevant components include: product ID: 8840, product type: programmer, physician. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving morphine via an implantable pump for spinal pain. It was reported on (B)(6) 2017 that there was a drug-related programming error as the wrong drug concentration was entered. It was related that morphine [1 mg/ml] at a dose of 0.517 mg/day was programmed but actually there was 10 mg/ml of morphine in the pump reservoir. The date of the event was two weeks ago. It was stated that the hcp corrected the issue but the physician programmer was prompting the hcp to do a bridge bolus. It was noted that the patient was doing fine with no issues. It was reviewed that for the past two weeks the patient was actually receiving 5.17 mg/day. It was recommended that the hcp confer with the managing hcp to decide on an acceptable and safe intrathecal (it) dose to program for the patient. No medical symptoms or complications were reported. Additional information was received from an hcp on 2017-oct-06. It was reported that they had updated the patient¿s pump on (B)(6) 2017 to truly reflect the concentration in the pump. It was noted that they decided to decrease the dose to 2.5 mg/day compared to the 5.17 mg/day that the patient was receiving for the past couple weeks. It was indicated that the nurse practitioner that programmed the pump on (B)(6) 2017 had seen that on the telemetry strip it showed there was a large percentage increase and they were worried they did not program it correctly. It was stated that the intended total daily dose they wanted the patient to receive was 2.5 mg/day. It was reviewed that the programming sounded correct and that they would see the high percentage increase because the previous dose that was programmed was 0.517 mg/day on the wrong concentration. No complications were reported or anticipated.